Event description:
Customer's mother initially called to report a spot on the pump screen. Mother then reported that customer had been hospitalized ude to low blood glucose levels. The customer was barely conscious and could not keep his eyes open. Mother does not know if the pump had the spot on the screen before or after his blood glucose levels going low.